Event description:
It was reported that during follow-up in clinic, variation in lead impedance measurements was observed. Lead damage was suspected. Further tests to evaluate the lead were recommended. Physician will most likely replace the lead. Patient's condition was stable.